Event description:
The remb recip saw was sent for eval because it was running without user activation during routine field service maintenance visit. There was no pt involvement or adverse event reported.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.